Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 15 states, ¿postoperative pain.¿ date of event: unknown.

Event description:
It was reported that patient enrolled in a clinical study underwent a left elbow replacement procedure on (B)(6) 2010. Since the procedure, the patient is experiencing pain and limitation of movement. There has been no reported revision procedure to date.